Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. We are unable to provide a more specific code in h6 patient codes because no patient complications or cause of death were reported to boston scientific.

Event description:
It was reported that approximately two weeks following a pulse field ablation (pfa) procedure using a farawave pfa catheter the patient passed away. The ablation procedure was successfully completed on (B)(6) 2024, and no patient complications were noted at that time. Boston scientific was then informed that the patient passed away on (B)(6) 2024. The cause of death was not reported, and no autopsy has been performed as of yet. The catheter was disposed by the facility and will not be returned as the device performed as expected during the procedure and there were no reports of any performance concerns.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. We are unable to provide a more specific code in h6 patient codes because no patient complications or cause of death were reported to boston scientific. Correction to field c2 concomitant products.

Event description:
It was reported that approximately two weeks following a pulse field ablation (pfa) procedure using a farawave pfa catheter the patient passed away. The ablation procedure was successfully completed on (B)(6) 2024, and no patient complications were noted at that time. Boston scientific was then informed that the patient passed away on (B)(6) 2024. The cause of death was not reported, and no autopsy has been performed as of yet. The catheter was disposed by the facility and will not be returned as the device performed as expected during the procedure and there were no reports of any performance concerns.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. We are unable to provide a more specific code in h6 patient codes because no patient complications or cause of death were reported to boston scientific.

Event description:
It was reported that approximately two weeks following a pulse field ablation (pfa) procedure using a farawave pfa catheter the patient passed away. The ablation procedure was successfully completed on (B)(6) 2024, and no patient complications were noted at that time. Boston scientific was then informed that the patient passed away on (B)(6) 2024. The cause of death was not reported, and no autopsy has been performed as of yet. The catheter was disposed by the facility and will not be returned as the device performed as expected during the procedure and there were no reports of any performance concerns. It was further reported that the farawave catheter was used to provide 56 pfa lesions between the pulmonary veins and the posterior wall (off label as the farawave is only indicated for treatment of the pulmonary veins). According to the account, the most likely cause of death was complications related to anesthesia.